Event description:
Pt wears extended wear, disposable soft contacts. She began having pain on the sixth day of wear. She had a corneal ulcer with a secondary iritis, which was not responsive to ciloxan. She began responding on the third day to neomycin alternating with ciloxan. The ulcer was not responsive to typical antibiotic regime. Acanthamoeba is suspected.